Manufacturer narrative:
The customer cancelled the call. Customer restored the system by turning on a circuit breaker. No ge service was performed.

Event description:
The customer reported the system displayed a pre-charge voltage error. No pt injury was reported.